Event description:
(B)(4).

Manufacturer narrative:
The user alleged that when the bactoshield 4% is used at scrub sinks in facility operating room(s), the solution runs down the outside of the container and removes the lot number and expiration date, located on the exterior of the container. Steris attempted to duplicate the reported event in laboratory testing however the reported event could not be duplicated; all lot numbers and expiration dates remained intact when they were rubbed with the bactoshield 4% solution on the product container. The product manufacturer, xttrium, completed retention testing on bactoshield 4% in which the codes (lot number and expiration date) were agitated via rubbing; all codes remained legible on the product container with no remarkable bleeding or erasing. In a follow-up conversation with the user facility, they stated that when cleaning their operating room(s) they use a cleaning agent to clean the outside of the bactoshield container. The cleaning agent contains alcohols and other solvents that could lead to ink removal if not used in the proper concentration. In our follow-up, steris attempted to identify the cleaning agent used, however the facility was unresponsive. The complaint analysis determined this event to be isolated.